Manufacturer narrative:
The technician found the side rail slide bracket is bent. The technician replaced the side bracket to resolve the issue.

Event description:
The account alleged the side rail will not raise to the latch position. No pt impact.